Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported a bent cannula issue due to which the patient experienced vomiting and high blood glucose level reported to be 898 mg/dl, at the time of incident. The patient was vomiting the night before as well and was not able to hold down water. Subsequently, the patient was hospitalized with high blood glucose level, reported to be 898 mg/dl upon admission. The patient received an unspecified drip as corrective treatment. The patient was hospitalized for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.